Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that main drawer 5.2 was not detected on bus. A field service engineer, removed all cubies, and all connections within the drawer were secured the station was restarted, and the drawer was tested in the hta. All tests were successful, and no additional issues were identified. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system auxiliary 1.1 and 1.2 are not recognized on the bus, resulting in an invalid cubie error for both read and write operations, which persists even after the machine has been restarted. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.